Manufacturer narrative:
Correction: receipt date. The device was received for evaluation. A visual inspection was performed with naked eye which noted a crack in the mainbody. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of lead was not duplicated; however, a crack was identified during visual inspection. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack and leak from the tubing of the transfer set. The transfer set was in use for about two months at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.